Manufacturer narrative:
The reagent lot number is 749425. The expiration date was not provided. The calibration and qc recovery data provided was acceptable. The field service engineer (fse) replaced the seals and pinch valve tubes, adjusted the sipper's mechanical position, cleaned the sample and reagent probes, sipper nozzle, mixer paddles, and bead mixer, cleaned the flow path, and performed performance testing successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys cea assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial cea result was 4.9 ng/ml. The customer was prompted to repeat the sample due to internal facility criteria. The sample was repeated twice and the results were 3.2 ng/ml and 3.2 ng/ml. The repeat results were deemed correct.